Event description:
It was reported that pump experienced malfunction alarm with malfunction code displayed. There was no reported adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset process, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction occurred again, which customer acknowledged and understood.